Event description:
During surgery the tap's tip was damaged during use. The guidewire snapped off and a piece was left in the pt's sacrum.

Manufacturer narrative:
The tap was returned to MFR for evaluation and the guidewire was not. Evaluation shows that trumpeting or splitting of tip is consistent with the tap being used off-axis compared to the guidewire.